Event description:
During the analysis of the log file, there was a no external power alarm, while attached to the mpu. This was caused by power to the mpu being briefly interrupted. The no external power alarms occurred on 31aug2019, and 25sep2019. There was a backup battery fault, which caused a yellow wrench/replace controller due to the backup battery fault latching on. There were low voltage advisories that were due to the patient running the batteries down below the low voltage advisory threshold.

Manufacturer narrative:
UDI will be provided in a follow-up report. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the log file was sent for review. The log file analysis showed there were multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mpu was confirmed via the submitted log files ((B)(4)). Log file (B)(4) contained approximately 23.5 days (03aug2019 ¿ 26aug2019 per the timestamp). Log file (B)(4) contained an additional 25.5 days of data (31aug2019 ¿ 25sep2019 per the timestamp). The log files captured no external power and low voltage hazard alarms associated with a loss of power while connected to the mpu on 03aug2019, 06aug2019, 08aug2019, 09aug2019, 13aug2019, and 06sep2019. The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved each time when power from the mpu was restored. The log file also captured backup battery fault alarms on 19sep2019 and 20sep2019. No other notable alarms were active in the log files. The pump maintained a speed above the low speed limit throughout the log files. No equipment was returned for evaluation. Technical services recommended acquiring a locking mpu ac power cord if the patient does not already have one. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, if the patient has a locking ac power cord, and if any equipment will be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.